Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the liner impactor exhibits fracture at the base of the post. The post may have fractured due to high, repeated impaction forces. To potentially reduce the likelihood of this type of failure, the material specified has since been changed to a less notch sensitive material. This impactor device was manufactured prior to material changes. The exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. The part meets print specification where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during the closing of the case, the assistant noticed that the guide pin for the impactor had sheared off and had lodged itself inside the patient. The surgeon indicated there would be no harm to the patient.